Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, eleven (11) months due to s. Bacteremia endocarditis. The patient presented to the hospital with doe. The explanted device was replaced with a 21mm 3300tfx aortic valve. Per medical records, the patient underwent a redo avr with an aortic root enlargement. The tee was consistent with prosthetic valve endocarditis. Preoperatively, the patient was diagnosed chb and required a temporary pacemaker that was placed during this procedure. Intraoperatively, the 23mm 3300tfx valve showed a heavy burden of endocarditis affecting the entire bioprosthetic aortic valve and its leaflets. The valve was explanted, and the area was debrided. After coming off cbp, it became clear that the patients heart function was poor, and there was significant vasoplegia. The decision was made to place the patient on va ECMO after an iabp proved unsuccessful. Postoperatively, the patient was transported to the ICU with an open chest, underwent multiple washouts postoperatively, and remained on ECMO. Unfortunately, the patient expired on pod #8 due to septic bowel. Per pathology report, a removed bioprosthetic valve was received that measured 3.0 x 2.6 x 2.0cm

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, eleven (11) months due to unknown reason. The explanted device was replaced with a 21mm 3300tfx aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.